Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The transseptal puncture was difficult with transesophageal echo (tee) and intracardiac echo (ice) and fluoroscopy imaging used. The 24mm device was deployed and was noted to be proximal and fully recaptured. Upon recapture the sheath was noted to have jumped forward and an effusion sweep was performed. No effusion was noted and the second 24mm device was prepped. The vital signs of the patient remained stable. The 24mm device was deployed and release criteria was met. Upon release and upon sheath removal, the blood pressure was noted as significantly decreased, and a 3mm effusion was noted. The blood pressure remained very low and a transgastric tee view was obtained where a 20mm effusion was seen inferior/lateral. The patient was prepped for pericardiocentesis as the systolic blood pressure was still in the 50s. Over 1.5 hours 1400ml was drained off the pericardium and 4 packet red blood cells were given. The patient's hemodynamics stabilized. The patient was transferred to the intensive care unit and was stable with very minimal drainage. The patient was discharged post op day 2.